Event description:
During implant, high pacing impedance was noted on the lead. The lead was explanted and a different lead was used to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
The reported event of high pacing lead impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies.